Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc), and high out-of-range pacing impedance of greater than 2,000 ohms. The spike in impedance occurred about a month prior and the patient also reported a short dizzy spell around that time. The out-of-range impedance also triggered a lead safety switch (lss) to the unipolar configuration. Once in the unipolar configuration the impedance was normal, but the threshold measurements were still high. It was also noted that the patient does a lot of work that requires them to reach above their head which may have contributed to the clinical observations. The patient was scheduled to have an unrelated coronary artery bypass surgery. During the procedure the rv lead was tested on the pacing system analyzer (psa) and the clinical observations of high out-of-range impedance and loc were reproduced. The rv lead was surgically abandoned and two new epicardial leads were implanted to replace the rv lead. No additional adverse patient effects were reported.